Event description:
It was reported that the device was used during a wedge resection procedure. The device was used to wedge resect the right lung. It was reported that after firing the staple line came apart. Another device was used to complete the case. There was no consequence to the pt.